Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the condition in the alarm log. The se run the performance verifications test with no faults found. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator had a low tidal volume (tv). The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.